Event description:
Revision surgery- the surgeon performed irrigation and debridement and a polyethylene swap, due to infection. Not a product problem.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was identified as an infection. The original surgery occurred on (B)(6) 2012, 18 days prior to the revision surgery. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the 3d knee insert was examined. The product used in the original surgery was processed through an acceptable advanced sterrad nx sterilization cycle and was within its respective expiration date at the time of the implantation. A review of the device history records, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision surgery it is possible that the infection was acquired at the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient, or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.